Manufacturer narrative:
Results - stroke, death.

Event description:
One endeavor drug-eluting stent was implanted in patient for treatment of a coronary lesion. It was reported 55 months post stent implant the patient died suddenly due to stroke. There was no hospitalization nor autopsy performed. Investigation has indicated that event was unrelated to the study stent, device or procedure.